Event description:
Sanofi-aventis, the us distributor for hyalgan (sodium hyaluronate) received initial info from a consumer on 4/3/06. A female (age unspecified) who received her second injection of hyaluronate sodium (hyalgan) in 2006, reported that she cannot move her arm. Her first injection was "fine". No further details available. Additional info will be provided when available.